Event description:
Caller reported a malfunction on the pump, identified as malf 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided pump reset information and assisted the caller with resetting the pump. The malfunction code did not recur after resetting, allowing the customer to continue using the pump. The caller was instructed to contact technical support if the malfunction code reappears and acknowledged understanding of this instruction.